Event description:
A 3.0 stent was to be deployed in mid-lad. Stent catheter was inserted but the balloon would not inflate. Went up to 10 atm. The stent would not come off the balloon and the stent was not deployed. Another catheter was used. There was no harm to the pt.